Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that during a meniscal repair procedure fast fix 360 straight anchors deployed both anchors simultaneously. Procedure was completed using fast fix curved replacement. Procedure was completed successfully with a minimal delay and no patient injuries reported.